Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.